Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported device entrapment could not be determined. Factors that may contribute to device entrapment include, but are not limited to, tissue, suture caught in the foot or in the suture bearing. The observed guide separation, suture cut and damages to the guide tube likely occurred during the reported surgical removal of the device. At least three attempts were made to obtain information regarding the observed posterior cuff miss and link separation without success and no further information is expected. Therefore, a conclusive cause for the observed needle to cuff miss and suture retrieval issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a percutaneous transluminal angioplasty (pta) procedure in a small bore hole using a proglide device. Reportedly, once the needles were deployed, the device could not be removed from the vessel. The device was surgically removed by a vascular surgeon and the pta procedure was completed. Hemostasis was achieved using manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequently to the initially filed MDR, additional information was received: a guide separation was noted during analysis of the returned device. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a percutaneous transluminal angioplasty (pta) procedure in a small bore hole using a proglide device. Reportedly, once the needles were deployed, the device could not be removed from the vessel. The device was surgically removed by a vascular surgeon and the pta procedure was completed. Hemostasis was achieved using manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.